Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received no delivery alarmed. The customer¿s blood glucose level was 140 mg/dl. Customer reported that insulin pump alarmed during manual prime and insulin exits the tubing. Troubleshooting was completed for no delivery alarmed. Customer states they had tried all remedies. The insulin pump will not be returned for analysis.